Event description:
During follow-up, decreased sensing was observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed rv lead dislodgement. The physician attempted to reposition the lead but the helix was unable to extend. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, r-wave amp variation. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood/tissue. The reported event of r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.